Event description:
Customer reported visiting the emergency room with a blood glucose (bg) levels around 580 mg/dl, and high ketone levels, but these were not deemed dangerous or life-threatening. The customer attempted to resolve the blood glucose issue by administering extra insulin through the pump and manual injections. Medical treatment involving intravenous fluids and saline was provided, successfully resolving the issue without any permanent damage to the customer. Technical support verified that the pump was functioning correctly during a system check conducted with the customer.